Event description:
It was reported when the device was used during a stomach tube formation procedure, the staples malformed on one side of the staple line. The case was completed by additional sutures. There was no adverse consequence to the pt.